Manufacturer narrative:
Device was not explanted. Concomitant medical products: oss interlok straight im stem with screw, catalog#: 150446, lot#: 023950. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05279, 0001825034-2017-06752. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During an orthopedic salvage system revision procedure, upon removal of the mating screw, the proximal tibial component and stem were unable to be disengaged.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-05279 / 05290).

Event description:
During an orthopedic salvage system revision procedure upon removal of the mating screw, the proximal tibial component and stem were unable to disengaged.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.